Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Review of the event history log showed multiple cassette not attached properly alarms. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the downstream occlusion seal was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that cassette not attached error was found during testing. There was no patient harm.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.